Event description:
Patient's scheduled pantoprazole infusion placed on b. Braun perfusor syringe pump. Infusion ordered to run at 200 ml/hr. For 15 minutes. Pump beeped downstream occlusion for the entirety of the infusion. Medication would run for a minute before beeping. Patient's IV line not occluded, flushed without difficulty, and unclamped. Also verified by second registered nurse (rn). Syringe pump exchanged with another pump, and the same problem continued to occur. Syringe pump placed on highest pressure and the beeping continued to occur but after approximately one and a half minutes would beep. This rn stood in room during infusion restarting pump each time this would occur. Medication administration ended up taking forty minutes.